Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op a laparoscopic adjustable band procedure, the port flipped and could be visualized through the skin just beneath the epidermis. The port was at a 75 degree angle to the fascia of the rectus abdominus. In addition, the skin was red and irritated at the port site was infected. The port was removed, band and tubing was left in place. The port will be replaced when the site heals. The gastroscope was used and there was no erosion visible around the band. The patient received three to four fills prior to the infection. There were no other patient consequence reported.